Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room reporting they had received three shocks. The patient received a shock while in the emergency room however the rhythm was unable to be determined due to the patient having seizure like symptoms. Interrogation of the device revealed high right atrial and left ventricular threshold measurements. Additionally, stored ventricular episodes were reviewed which revealed anti-tachycardia pacing (atp) was delivered six times with 33% success and four shocks with 100% success in converting. In some of the episodes the atp accelerated the arrhythmia which was then converted with a shock. Follow-up with an electrophysiologic and reprogramming were recommended the patient was admitted to the hospital while waiting further follow-up. No additional adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.